Event description:
Technician alleged that the bed exit audio alarm is not sounding when the bed exit is activated but a signal is sent to the nurse call. No pt impact.

Manufacturer narrative:
The technician found the cause to be a bad pizo speaker. The technician replaced the bed exit power control board to resolve the issue.